Event description:
It was reported that during a da vinci pulmonary lobectomy procedure, the surgeon inadvertently activated energy while the monopolar curved scissors (mcs) instrument was resting on top of the patient's pulmonary artery. As a result, the patient's pulmonary artery was perforated. The surgeon was able to control the bleeding and made the decision to convert the da vinci surgical procedure to open surgery. The patient reportedly received a blood transfusion and the open surgical procedure was successfully completed. According to the initial reporter of this complaint, the patient was doing fine. On 11/13/2014, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) who initially reported this complaint. The csr indicated that the mcs tip cover accessory was properly installed during the surgical procedure and no issues were observed with the accessory during or after the event occurred. According to the csr, the surgeon was attempting to get around the pulmonary artery when he inadvertently activated energy. At that point, the mcs instrument was touching the pulmonary artery and a perforation of the vessel occurred. The patient received 4 units of blood during the surgical procedure. The surgeon made the decision to convert the da vinci surgical procedure to open surgery in order to fully control the bleeding and to staple off the pulmonary artery which was one of the final steps of completing the pulmonary lobectomy procedure. No post-op complications were reported. The surgical procedure was not recorded. The csr indicated that he spoke to the surgeon and verified that no malfunction of the da vinci system, an instrument, or an accessory occurred during the surgical procedure.

Manufacturer narrative:
Based on the information provided, the patient's injury was caused by surgeon error. The surgeon accidentally activated energy while the mcs instrument was resting on the patient's vessel. There is no allegation that a malfunction of the da vinci system, an instrument, or an accessory occurred or caused/contributed to the patient's injury. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2014. No related system errors were found to have occurred during the surgical procedure that would have caused or contributed to the patient's injury. The mcs instrument involved with this event has been used in subsequent surgical procedures and no issues with the instrument have been reported. This complaint is being reported due to the following conclusion: during the da vinci surgical procedure, the patient received a blood transfusion after the patient's pulmonary artery was inadvertently injured. The patient's injury can be attributed to surgeon use-error since the surgeon accidentally activated energy while the mcs instrument was resting on the patient's vessel. There is no indication that a malfunction of the da vinci surgical system caused or contributed to the patient's injury.